Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). This is a social media complaint and no contact information was provided, therefore no follow-up can be done. A serial number was not provided, thus a review of the device history could not be performed. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a fresenius hemodialysis (hd) machine had a discolored and scorched flow relief valve and loading pressure valve. These parts were reported to have been replaced. No additional information was provided.